Manufacturer narrative:
One medfusion pump was received with the top and bottom cases in excellent condition and no visible contamination. The event history log was reviewed and a motor rate error was found in the history. An occlusion test was performed and a motor rate error was duplicated when using the same infusion rate as the user. The main printed circuit board (pcb) no longer operated as a result of normal wear; the pump was over 13 years old. The pcb was replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical had a motor error and it was intermittent/ there was no patient involvement.